Event description:
It was reported that this patient from a different state had their pacemaker device interrogated by a boston scientific field representative while in the hospital. The interrogation revealed that this right atrial (ra) lead is exhibiting high out of range pace impedance measurements greater than 2000 ohms. The ra lead was tested in the unipolar configuration and also exhibited impedance measurements greater than 2000 ohms. It was noted that the ra lead impedance measurements exhibited a sudden change approximately seven months ago and are now consistently high. The cause of the high impedance is undetermined at this time. The plan for this patient is unknown. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient from a different state had their pacemaker device interrogated by a boston scientific field representative while in the hospital. The interrogation revealed that this right atrial (ra) lead is exhibiting high out of range pace impedance measurements greater than 2000 ohms. The ra lead was tested in the unipolar configuration and also exhibited impedance measurements greater than 2000 ohms. It was noted that the ra lead impedance measurements exhibited a sudden change approximately seven months ago and are now consistently high. The cause of the high impedance is undetermined at this time. The plan for this patient is unknown. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that approximately one year later, an emergency room physician contacted boston scientific technical services (ts) for review of a remote monitoring transmission report for this patient. Ts review noted atrial arrhythmia was observed on the presenting electrogram. Also, the ra lead exhibited a recent high out of range pace impedance measurement of 2708 ohms, and ra lead noise was observed on a stored electrogram from that day. The noise was occasionally oversensed. In addition, the ra threshold was indicated to be high and there was some ra undersensing observed on stored electrograms. Ts indicated that device settings may be considered for programming optimization and further review is recommended using a programmer. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient from a different state had their pacemaker device interrogated by a boston scientific field representative while in the hospital. The interrogation revealed that this right atrial (ra) lead is exhibiting high out of range pace impedance measurements greater than 2000 ohms. The ra lead was tested in the unipolar configuration and also exhibited impedance measurements greater than 2000 ohms. It was noted that the ra lead impedance measurements exhibited a sudden change approximately seven months ago and are now consistently high. The cause of the high impedance is undetermined at this time. The plan for this patient is unknown. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that approximately one year later, an emergency room physician contacted boston scientific technical services (ts) for review of a remote monitoring transmission report for this patient. Ts review noted atrial arrhythmia was observed on the presenting electrogram. Also, the ra lead exhibited a recent high out of range pace impedance measurement of 2708 ohms, and ra lead noise was observed on a stored electrogram from that day. The noise was occasionally oversensed. In addition, the ra threshold was indicated to be high and there was some ra undersensing observed on stored electrograms. Ts indicated that device settings may be considered for programming optimization, and further review is recommended using a programmer. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently surgically abandoned and replaced. The ra lead was noted to exhibit consistently high out of range pace impedance measurements of greater than 3000 ohms at the time of the procedure, as well as high pacing threshold measurements. In addition, noise with associated oversensing was reproduced with isometric testing. The oversensing was indicated to result in pacing inhibition, but the patient did not experience asystole. A lead fracture was the suspected cause, but no obvious fracture was observed with the fluoroscopy used during the procedure. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.